Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device experienced an issue where it restarted whenever the device was moved. A field service engineer (fse) opened the drawer to inspect connections, as the customer reported that closing the drawer caused the station to shut down; all connections were found to be secure. The fse then checked connections in the compartment, which were also good. However, the station shut down during customer refills, prompting the fse to remove the all-in-one (aio) computer and reconnect it. Upon reconnection, the screen initially failed to start, and a replacement aio was considered after surgeries. The fse reseated the aio again, after which the system successfully booted up. All possible loose connections were rechecked and secured, restoring normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es experienced an issue where it restarted whenever the device was moved. The customer reported that the machine rebooted each time it was jostled, such as when opening or closing a drawer or moving the unit slightly. However, there were no delays or adverse events or injuries reported based on this event.